Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection of the product identified a damaged valve. All custom tracheostomy devices are leak tested twice prior being sent to the customer; therefore, the valve was not damaged during final functional testing. The use of saline to inflate the cuffs can cause the inflation valve to malfunction. The instructions-for-use state to use sterile water. The observed defect cannot be attributed to the manufacturing process and is suspected to have been caused by improper device handling by the user. A lot history review was performed and no non-conformance's were identified.

Event description:
It was reported that the tracheostomy tube was broken, the pilot cuff will not allow insertion of a syringe in order to inflate the cuff. Per reporter, the tube has only been used once and has been used within recommended manufacturer guidance. The incident occurred while in use with a patient. No patient harm was reported.